Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The gluc3 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas c503 analytical unit when compared to test strips testing of an unknown manufacturer. Initial result: 1.70 mmol/l but the sample tube was not filled correctly and sampled from the venous catheter. 1st repeat result: 7.15 mmol/l (tested on test strips of an unknown manufacturer). This sample was from another tube sampled from the venous catheter (and not capillary blood). The patient's medical treatment contained daptomycin injected by the venous catheter. The patient showed no signs of hypoglycemia or hyperglycemia on that day. On 18-oct-2024, the sample was repeated with a result of 1.50 mmol/l. The customer suspected an interference with daptomycin.